Manufacturer narrative:
MDR 3007966929-2019-00031 / device 1 of 9. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was performed. No non- conformance report (ncr) related to complaint issue were initiated for complaint order during production. Manufacturing data for the affected handyvac products (B)(4) were reviewed for the period from january 01, 2016 to june 01, 2019. The complaints were reviewed for the period from january 01, 2016 to june 01, 2019, on the presence of the similar issue ¿handivac combi bag failed during the night by separating from surgical insertion tube after medical implantation¿. No complaints with similar issue were received during analyzed period. Based on the medical review of the complaint product malfunction code was identified as disconnection of the drain from the drainage collection device; or connection is loose, leakage may occur. No harm was reported with these complaints. Considering the assigned severity, the probability of failure occurrence in 2016-2019 was performed, the risk has been evaluated as ¿low¿. No samples and pictures were received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "handivac combi bag failed during the night by separating from surgical insertion tube after medical implantation". No harm reported. No photographs depicting the reported complaint issue were submitted with complaint. There was no harm or injury to client.